Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still complaining of pain at the pocket site. Impedances seemed normal, between 300-2000 ohms range. The patient¿s pin-prick pain would subside when she turned the implantable neurostimulator (ins) off. The pain would subside after a few hours. The patient only complained of pain at the pocket site when the ins was on and the patient could turn the ins on and have it on for ¿some time¿, for 2 to 3 to 4 days, before pain arrived at the pocket site. The patient used one group and up to three programs. She did not associate the pain with charging at all. There were not any specific positions that prompted this pain at her pocket site, nor did any specific positions make it worse. She had not tried moving her ins around since the time she initially reported doing that. The manufacturing representative was going to run impedances with the patient in different positions and try other programming to see if that would help the situation. It was noted that the symptoms of ¿shocking¿ that was previously reported and the pin-prick type pain were the same. Some sort of short, perhaps even a fluid short, was unlikely but possible. With a fluid short, impedances would seem normal but fluid had entered the header block. For it to randomly occur sometime over the past 6 years, which was the time the patient had had the implant, was pretty unlikely. They were advised to run impedances in different positions, as well as group impedances. There had been a follow-up appointment set for (B)(6) 2014 at a healthcare provider¿s (hcp) office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started getting shocking/jolting sensations the week of the report. The day prior to the report, she got 4 severe shocks. She felt as if the shocking had worsened and occurred when the stimulator was on and off. There had been no falls or accidents. The patient had been traveling. The stimulator helped with her lower back problems. The patient stated she held her battery and moved it around a little, which helped with the shocking. The patient had a few ¿loratabs¿ but it was unclear if she had used any. The patient was seen by a company representative around (B)(6) 2014. She had not used her stimulator since the last incident of shocking on (B)(6) 2014. Less than 50% therapy relief was noted. Impedance testing showed all values less than 1,000 ohms. All 4 programs were tested individually. The shocking/jolting could not be reproduced during the appointment. Programs 2 and 4, which covered her low back, were reprogrammed. After reprogramming, when all 4 programs were running, the patient did not feel any shocking or jolting. All programs were tested while sitting, standing and walking. It was unknown if there was a product issue as no cause could be determined. After reprogramming, the patient received effective therapy.

Event description:
Additional information received reported that a manufacturing representative met with the patient on (B)(6) 2014. The pain was a burning pain around the implantable neurostimulator (ins) site. It took a few minutes for the aching and burning to subside after turning the ins off. The burning started after 4-5 hours of the battery being turned on. She also felt an occasional stabbing at the ins site even with stimulation off. The issue did not started until (B)(6) 2014. The patient recalled turning the stimulation up higher than she had in some time that month, but she was not involved in an accident, nor did she take a fall of any kind. She did not feel like there was any association of higher stimulation with increased pain. She did think that with higher amplitude, the burning might have started sooner. Reprogramming did not result in any long term relief, and they did not have access to an x-ray to see if the lead had migrated. The manufacturing representative ran impedances on both groups; in sitting, prone, and right side positions. There was never a value reported out of range.

Event description:
Additional information received reported that the stimulator was "just not working right". The same "pin prick" sensation at the generator site from her previous follow-up meeting (a couple months prior) was reported. It was indicated that the stimulation was in all the right areas and did block the patient's pain, but when the patient ran the stimulator for "a long time" the patient got a "pin prick" and / or a burning sensation at her battery site and the patient had to turn it off. The patient did not get these sensations when the stimulator was turned off. The patient was not feeling any shocking or jolting sensations. It was noted the patient would call the physician and make an appointment to have the system evaluated, interrogated, and reprogrammed, if necessary. Additional follow-up is being conducted for further information regarding the interventions and patient outcome. A follow-up report will be sent should additional information be received.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturing representative, on (B)(6) 2014, and her concerns were resolved. However, two weeks after the patient¿s last reprogramming, her therapy changed and her pain relief was not as great as it was right after the last reprogramming session. As a ¿typical¿ day progressed, she developed a burning sensation in her left hip, around the generator implant site. She was only using programs 1 and 2 as she hadn¿t needed the coverage provided by programs 3 and 4, lately. Impedance testing showed all electrodes below 1000 ohms. Program 2 covered all painful areas on her left side and across her low back. When testing program 1 alone, it covered left buttocks and down left leg, but caused a ¿pin-prick and burning sensation¿ around the generator site. This program was reprogrammed to improve coverage and eliminate this unwanted sensation. The new programming covered from her lower, left buttocks, down the back of her left leg, without any unwanted stimulation. When testing this new program, she was very positional. Even leaning from left to right caused therapy strength to change with program 1. She did not seem to have this positional change with programs 2, 3 or 4. For now, she would only run program 2 on her left side and low back coverage and use program 1 if she would need to. The patient left today, (B)(6) 2014, receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was schedule for a system evaluation on 2014-nov-07. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had a follow-up appointment with their physician on the (B)(6) regarding the symptoms they were experiencing with stimulation on. The patient stated she had been getting along pretty well lately without using her stimulator. When she did use it she still got the same sensations as previously reported. It was decided by the patient and the physician to continue to monitor since the patient had been doing well without it, and since the patient didn't have any pocket symptoms when stimulation was off. It was later reported on (B)(6) the patient had an injection in (B)(6) 2015 and hadn't had any chronic pain symptoms until a couple of weeks ago so she hadn't been using her stimulator. She turned her stimulation on a couple of weeks ago and started developing the same shocking, pricking, and burning sensation at her pocket site as she had in the past as previously reported. She didn't have any of these symptoms when the device was turned off. Impedance testing showed values less than 1000 for all electrodes in sitting, standing, and lying down. After consulting with the physician she would have another injection as long as they helped, and wouldn't use the stimulator. The patient and physician had a brief discussion about a pocket revision but as long as the injections help with her chronic pain this wasn't going to be considered.

Event description:
Additional information received reported that the patient had another follow-up appointment next week. The doctor¿s impression was that he was kind of at a loss, though it was unknown if he had considered a potential nerve issue outside the scope of the implantable neurostimulator (ins).